Event description:
Healthcare professional (hcp) reports one incident of blood leak at interface of psn 210 dialyzer and cobe c3 blood line. Blood leak occurred at start of treatment and was verified visually. Blood from the arterial blood line was returned to the patient. The remainder of the blood was discarded with an estimated blood loss of 50 cc. Patient was treated with 1 gm ancef prophylactically as per unit procedure. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per hcp.